Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2012. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent a repair of a recurrent left inguinal hernia and partial excision on (B)(6) 2011. It was reported that the patient underwent a left groin exploration procedure with excision on (B)(6) 2012. It was reported that the patient underwent an incision and drainage of left groin abscess on (B)(6) 2013. It was reported that the patient underwent hernioplasty and mesh removal surgery on (B)(6) 2015. It was reported that the patient underwent a removal of all of the previously placed mesh on (B)(6) 2017. It was reported that the patient experienced severe pain, multiple revision surgeries, inflammation, long term infection, long term wound care, incision and drainage procedures, abscesses, swelling, scarring, disfigurement, stress and anxiety. No additional information was provided.